Event description:
It was reported that the unspecified bd maxzero needleless connector was leaking. The following information was provided by the initial reporter, translated from portuguese to english: according to the reporting party, when installing the valve connectors, one developed a defect (leak). Product trade name: maxzero needle-free connector.

Manufacturer narrative:
Device evaluation: no samples were received for investigation of complaint reference (B)(4); however, the customer has stated, "when installing the valve connectors, one was defective (leaking)". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this is feedback to a specific failure mode.